Manufacturer narrative:
Model number/catalog number: 72404130, serial number: null, batch/lot number: 1000191511, model/catalog description: belt cuff fgs 4.0 cm iz; model number/catalog number: 72404127, serial number: null, batch/lot number: 1000204956, model/catalog description: control pump fgs iz; model number/catalog number: 72400024, serial number: null, batch/lot number: 1000204066, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced erosion with and artificial urinary sphincter (aus), leading to it being previously removed. A reimplant surgery was performed. The patient was did not present any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.